Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that a part of the ceramic insulation at the distal end of the resection sheath is broken off. However, it cannot be determined with certainty whether the resection sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely thermal and/or mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in (B)(6) 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that after cleaning/reprocessing following an unspecified therapeutic resection procedure at an unknown date, a fragment of ceramic insulation at the distal end of the resection sheath was found to have broken off and is missing. It is unknown whether this happened during the procedure or during reprocessing. No further information was provided and there was no report about an adverse event or patient injury.